Event description:
During an in-clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. A revision procedure was performed and the lv lead was inactivated and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.